Event description:
It was reported by the customer that the pyxis medstation es system remote manager is failing often. A customer indicated that there were no negative patient outcomes when attempting to dispense medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that remote manger door failing. A field service engineer latch had the old style white micro switches. I decided to replace the latch assembly. The system functioned as intended after field service engineer troubleshooted the device.